Event description:
As published in an article, a hemodialysis pt reported chills, a low grade fever, headache, abdominal pain and shortness of breath and was hospitalized, where it was learned that the pt's platelet count was decreased after dialysis while being dialyzed with a f180 membrane. The pt's platelet count was noted to recover between dialysis treatments. The pt was reported to have no episodes of bleeding or bruising. The pt was switched to an alternative dialyzer and completed dialysis therapy with no further sequelae. There is no sample available for evaluation.

Manufacturer narrative:
The lot number remains unknown and a batch record review is not able to be completed. Development of thrombocytopenia represents an idiosyncratic pt reaction. Hypersensitivity reactions are listed on the label for use as potential side effects. Development of thrombocytopenia and intradialytic reductions in platelets is a well-recognized complication of hemodialysis and has been reported with many different dialyzers and dialysis membranes.